Event description:
It was reported that during ilet setup, the dexcom g7 failed to pair with the ilet due to the sensor already being connected to a dexcom receiver and the dexcom mobile app, resulting in intermittent communication failure attributed to the antenna/electromagnetic communication pathway; after the receiver was removed from range, pairing succeeded and the user completed setup including weight entry and starting ¿go bionic.¿ symptoms included hyperglycemia, with a fingerstick glucose of 305 mg/dl reported during setup. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the caregiver. Investigation of this case revealed an interoperability problem caused by multiple active connections to the dexcom g7 that prevented pairing with the ilet, consistent with a communication failure involving the device antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure within the electrical and magnetic communication pathway.